Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress: therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a patient with 27mm 11400m mitral valve underwent a valve-in-valve procedure after an implant duration of 2 years, 7 months due to severe stenosis. The patient presented with sob. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient expired on pod # 27. Per medical records, patient was brought to the emergency department in acute hypoxic respiratory failure and was found to have severe mitral stenosis and biventricular failure. Imaging of the heart showed severe right ventricle strain, bowing of inter-ventricular septum to left side. A transcatheter mvr was performed on (B)(6) 2025 with ECMO. ECMO was decannulated 19 days later after multiple unsuccessful attempts. The patient also experienced multiple episodes of atrial fibrillation treated with amiodarone drip, gastro-intestinal bleeding requiring transfusion and endoscopy, ventilator associated pneumonia, jejunal hemorrhage, partial small bowel obstruction, pancreatic necrosis, splenic and right renal infarcts, and multifocal encephalomalacia (chronic changes due to brain injury from surgery, inflammation that can spread or worsen over time). At this point, the patient was critically ill, on multiple pressors and remained intubated. On pod# 27, the patient began having significant increase in vasopressor requirements. Despite all interventions, the patient continued to decline, with worsening labs and eventually became bradycardic. Ultimately patient lost pulse and was declared dead.